Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis, dehydration and high blood glucose over 600mg/l. The customer was in the hospital for four days and then released. The caller experienced difficulty with breathing. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir and low battery alarms as well no delivery alarms. Performed the high pressure test and passed. No further information was provided.